Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported a blood leak occurred during treatment. The leak was reported to be an internal leak. The blood leak was visible. Blood test strips were used and tested positive. No damage was identified on the dialyzer. The machine did alarm. Estimated blood loss was 200 ml. No adverse effects were experienced by the patient and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The user facility reported the sample was available for manufacturer evaluation and has been requested.

Manufacturer narrative:
The complainant facility returned one f160rne dialyzer for evaluation from the reported lot. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with ogden fmcna adapter and blood port caps. The fibers were wet with some indication of blood exposure. The fiber bundle was streaked with blood residue. Coagulated blood was noted between the pu cut surface and screw flanges on both ends of the dialyzer. Visual inspection did not determine any damage, irregularities or defects that would affect the integrity or performance of the dialyzer. The reported complaint is a confirmed fiber leak due to a broken fiber found on the non-cavity ID end of the dialyzer. The dialyzer was subjected to a laboratory bubble point test where a steady flow of bubbles was noted originating from the non-cavity ID end potting cut surface at approx 230 degrees (with the dialysate ports at 0 degrees). The dialyzer failed at an airflow rate of 16.2 cc/min. Subsequent to disassembly of the dialyzer, a broken fiber was noted on the circumference of the bundle at approx 230 degrees (with the dialysate ports at 0 degrees). The broken fiber corresponded in location to the leak observed during bubble point testing. The corresponding cavity ID and broken fiber could not be located (if existent). Further visual examination was unable to identify any add'l damage or irregularities within the fiber bundle; specifically, no loose fiber fragments, kinked, looped or short fibers were identified. The inferior surfaces of the polyurethane were then visually examined on both ends for voids; no voids were observed. An investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.